Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was determined that the user could not log in due to an unexpected error occurred. A technical support specialist (tss) accessed the server and confirmed that basic station functionalities were working, but report generation failed with hypertext transfer protocol (http) 503 errors. Further the tss reviewed logs by following knowledge article and found that the structured query language (sql) server instances on both the report and database servers were running on sql evaluation edition, and the evaluation period had expired. Since the servers are bd vms/dellbox, renewal required system engineer (se) involvement, and field service technician (fst) guidance to complete the sql license renewal. Then the license was renewed by accessing the server and the reports functioned as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the item in the inventory was not displayed, and the customer reported that the pharmacy did not see their inventory in pyxis for the past 10 -11 hours. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.